Manufacturer narrative:
The review of provided data confirmed the reported issue: there is ventricular oversensing in the provided data of 4 april 2025, as well as atrial oversensing. The alizea dr sn (B)(6) was implanted on (B)(6) 2024 as well as the vega r52 lead sn (B)(6) and vega r58 lead sn (B)(6). The data from (B)(6) 2024 and (B)(6) 2025. Atrial and ventricular oversensing are present in the recorded episodes from (B)(6) 2025. The patient came for a new in-clinic follow-up on (B)(6) 2025: - slight increase in the impedance of the rv lead - no oversensing could be seen in episodes - the patient feels well and he/she even ran the half marathon during the previous week without dizziness - no noise could be generated during the provocative manoeuvers - the ventricular sensitivity remained programmed at 4mv. - the patient will be monitored carefully. Based on available information it is impossible to conclusively confirm/identify the reported issue. - a connection issue can be excluded since the system was implanted on (B)(6) 2024 and no oversensing was detected until (B)(6) 2024. Therefore, no malfunction is suspected on the active device teo dr. - lead insulation issue/lead malfunction could be suspected for both leads. Since the leads are not explanted and not returned to microport, no further investigation can be performed. If new data showing the issue are received, the complaint will be re-opened. No malfunction is suspected on the active device teo dr. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after repositioning the subject device from subcutaneous to sub muscular the patient complains about fatigue and dizzy spells. Noise is seen on the ventricular lead vega r58 during fu on april 4, 2025.

Event description:
Reportedly, after repositioning the subject device from subcutaneous to sub muscular, the patient complains about fatigue and dizzy spells. Noise is seen on the ventricular lead vega r58 during fu on (B)(6) 2025.

Manufacturer narrative:
The review of provided data confirmed the reported issue: there is ventricular oversensing in the provided data of (B)(6) 2025, as well as atrial oversensing. The alizea dr sn (B)(6) was implanted on (B)(6) 2024 as well as the vega r52 lead sn (B)(6) and vega r58 lead sn (B)(6). The re-intervention procedure took place on (B)(6) 2024 to reposition the teo device from subcutaneous to submuscular. Atrial and ventricular oversensing are present in the recorded episodes from (B)(6)2025. Recommendations were provided on (B)(6) 2025: - a re-intervention should be evaluated by the physician in order to check the integrity and proper operation of both leads (extensive checks with the psa on both leads to try to reproduce the behaviour). - waiting for the re-intervention, since the r-wave amplitude is superior to 15mv on (B)(6) 2025, the ventricular sensitivity could be reprogramed to 4mv. The patient came for a new in-clinic follow-up on (B)(6) 2025: - slight increase in the impedance of the rv lead - no oversensing could be seen in episodes - the patient feels well and he/she even ran the half marathon during the previous week without dizziness - no noise could be generated during the provocative manoeuvers - the ventricular sensitivity remained programmed at 4mv. - the patient will be monitored carefully. Based on available information it is impossible to conclusively confirm/identify the reported issue. It could be due to the re-intervention procedure took place on (B)(6) 2024 to reposition the teo device from subcutaneous to submuscular. - a connection issue during the re-intervention procedure cannot be excluded. - lead insulation issue/lead malfunction could be suspected for both leads. Since the leads are not explanted and not returned to microport, no further investigation can be performed. If new data showing the issue are received, the complaint will be re-opened. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after repositioning the subject device from subcutaneous to sub muscular the patient complains about fatigue and dizzy spells. Noise is seen on the ventricular lead vega r58 during fu on (B)(6) 2025.